Event description:
I had umbilical hernia surgery in 2007. Ever since I received the surgery, I have had numerous health problems. I suffer from chronic abdominal pain and cramping constantly. I have experienced intense diarrhea and unstable bowel movements as well. I suffer from extreme weight loss and fluctuations, gerd, and fevers. I recently developed a prostate infection and have suffered from several intestinal infections too. I am in constant pain all the time. Can't work, sleep or interact with my family due to the intense pain. It feels like the bard ventralex hernia mesh patch used on me ripped away and tore my abdomen to shreds!!! Can physically feel patch and associated pain around the patch area for almost two years now. Pain so bad, I have to get scheduled for another surgery to remove patch. Dose or amount: 4.3 cm. Dates of use: still existing 2007 -- 2009. Diagnosis or reason for use: symptomatic umbilical hernia with bowels entangled. Event abated after use stopped or dose reduced: no.